Event description:
Per the independent repair center, the customer alleged problem is low 02/yellow light. The key failure is the heat exchanger is leaking. Additional malfunction is the power switch has no alarm.